Manufacturer narrative:
Initial reporter name was unavailable from the site. A manufacturer representative went to the site to test the equipment. Testing revealed that the image acquisition system (ias) batteries were not charging. The charger assembly, batteries, and mobile view station (mvs) power board were replaced. The system then passed the system checkout and was found to be fully functional. The charger assembly and mvs power board have been received by the manufacturer, but analysis results are not available. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system was not holding a charge. The system's pendant indicated low battery. There was no patient present when this issue was observed.

Manufacturer narrative:
Device evaluation: analysis was completed on the charger assembly that was returned. Through testing the reported complaint was unable to be confirmed. Visual inspection confirmed excessive fiber and dust in the assembly and matted on the fans. The charger enclosure was cleaned and installed in a test system; motion, generator, charging and communication were successful, and 2d and 3d images were acquired successfully. All nodes were functional. Analysis found no issues with the charger assembly analysis was also completed on the mobile view station (mvs) power board that was returned. Through testing the reported complaint was unable to be confirmed. The mvs power board passed visual inspection. It was then installed in a test system and the system readied as expected. Cal gains were performed and passed, and 2d and 3d imaging were successful. The system remained on and charging after multiple 3d scans. The system performed as normal while under test. There was no problem found with the mvs power board. If information is provided in the future, a supplemental report will be issued.